Event description:
It was reported that the subject pacemaker, implanted on (B)(6) 2017 at 3:54 pm, exhibited loss of capture while patient was in the post anaesthetic recovery. Upon interrogation, no warning was observed. The pacemaker was programmed in vvi mode at 70min-1, with ventricular pacing outputs at 3.5v/0.35ms. The threshold was measured at 0.5v and the lead impedance at 531 ohms. Reportedly, the patient¿s condition is satisfactory.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the subject pacemaker, implanted on (B)(6) 2017 at 3:54 pm, exhibited loss of capture while patient was in the post anaesthetic recovery. Upon interrogation, no warning was observed. The pacemaker was programmed in vvi mode at 70min-1, with ventricular pacing outputs at 3.5v/0.35ms. The threshold was measured at 0.5v and the lead impedance at 531 ohms. Reportedly, the patient¿s condition is satisfactory.